Event description:
Dr. (B)(6) placed abutment (B)(6) 2018, patient came back first week in (B)(6) 2019 with broken /lost abutment. He had to cut the patient's gum with a laser to open up the site to retrieve the threaded part stuck in the implant.

Event description:
Dr. (B)(6) placed abutment on (B)(6) 2018, patient came back first week in (B)(6) 2019, with broken/lost abutment. He had to cut the patient's gum with a laser to open up the site to retrieve the threaded part stuck in the implant..